Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the needle plunger was retracted a cuff miss occurred. The vessel was re-wired and the proglide device was removed. A second and third proglide devices were used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. A 6f sheath was used. All significant available information has been received. No additional requests for information are needed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event that a cuff miss occurred was not confirmed. Analysis of the returned device revealed a link detachment from the swage end of the posterior cuff during the needle plunger retraction which resulted in a failure to retrieve the suture and could appear very similar, to the user, to the reported cuff miss. A link detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture; however, could not be identified during the device analysis. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.